Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, two fluid loss alarms occurred during seal integrity phase. The physician made adjustments to the sheath and machine height and proceeded. A no flow condition error message occurred with 1 second left in ablation. The saline temperature was 62c. Tissue was seen on the scope which may have been due to the sheath being pressed into the fundus. However, it was noted that there was excessive tissue in the patient's cavity and the patient was on her menstrual cycle. The physician adjusted the scope and saline was noted to be leaking from the cervix. The physician immediately applied a cool sponge to the patients vagina and continued with cool down. A vaginal exam confirmed a burn of approximately 2mm on the cervix and a red area on the right/posterior side of the vagina. There was no blistering or sloughing noted. The physician treated the area with cool cloth/sponge and recommended sitz baths for 2-3 days. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.